Manufacturer narrative:
The device was received for evaluation. A visual inspection on the power wiring harness was performed, and the ac adapter connector was nonfunctional and rotated to the point of not being functional. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause was due to damaged power wiring harness. The power wiring harness requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the pump had an issue of faulty connector for power adapter. No additional information is available.